Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresal at an unknown dose via an implantable pump for intractable spasticity. It was reported that the patient had a flipped pump. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed was an x-ray. The patient was scheduled to have the pump surgically flipped in the operating room (or) on (B)(6) 2017. The issue was not resolved at the time of the report and the patient status was alive with no injury. The patient¿s weight and medical history were asked and would not be made available. The event date was asked, but unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.